Event description:
A caller reported a temperature alarm 10 issue. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer was instructed to use an alternate form of therapy, mdi, to ensure continuous insulin delivery. The customer was provided a pre-paid label to return the problematic pump within 10 days and was guided on how to set the pump into storage mode before returning it.